Manufacturer narrative:
The investigation determined that a discordant negative vitros (B)(6) result was obtained from a single patient sample tested on a vitros 5600 integrated system. The assignable cause for the event could not be determined. However, an unexpected instrument or reagent issue, or the patient¿s physiological condition cannot be ruled out as contributing to the event. Since it is unknown if the sample was centrifuged according to the sample collection device manufacturer¿s recommendations, it is likely that cellular debris, due to poor sample preparation, was present in the affected sample contributing to the event, although this could not be confirmed.

Event description:
A discordant negative vitros (B)(6) result was obtained from a single patient sample tested on a vitros 5600 integrated system. Vitros (B)(6) result 0.07 s/c (negative) vs. Expected reactive result via 2 different non-vitros methods. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The vitros (B)(6) discordant negative result was reported outside of the laboratory; however, there was no indication that any treatment was given, changed, or withheld, or that there was any reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).